Manufacturer narrative:
Investigation results: visual investigation due to the lack of information and without a product at hand no investigation is possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. The packaging processes in the responsible production department are validated. The packages itself will be reviewed by 100 "percent" visual inspection within the production process. Therefore a high probability of detection for foreign parts in the package is given. We initiated a CAPA with the reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr574z - as columbus rev fem.spacer post.f4 10mm. According to the complaint description, the item was found in packaging with black dust in the product. There was no described patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).